Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that there was a drawer failure. When the field service engineer arrived onsite, the nurse stated that the failed icon had disappeared and the pocket was functioning. The engineer logged into the hardware test application and ran tests on drawers 2.1 and 2.2. Pocket a3 was identified as the location of the reported issue. The engineer opened all lids, released all cubbies, and pressed down on all row board connections. When pocket a3 was released, a piece of metal paper backing from a medication was found underneath the cubie. The engineer removed it and continued testing. The device was rebooted to the application after testing. Drawer 2.2 was tested in the hardware test application, and the results were saved in d:/support/hta results and uploaded to the sa feed. The device was rebooted to the application, and the customer inventoried the medication in the drawer. All tests were completed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was failed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.